Event description:
It was reported that the cup holder does not expand during screwing.

Manufacturer narrative:
This MDR was submitted by error. Based on the information provided, the device did not cause or contribute to a death or serious injury, nor has it been implicated by the physician. In addition, the information provided does not reasonably suggest that the device malfunction would be likely to cause or contribute to a death or serious injury. Therefore, under the regulations set forth under 21 cfr 803.50 (1) or (2), it is concluded that this is not a reportable event.